Event description:
It was reported there was an over fusion of d10w. The intended volume to be infused was 6.7ml/hr; however, 100mls infused over (90) ninety minutes. The infant experienced hyperglycemia with a "blood sugar of over 682". Additional medication was given to bring the blood sugar down and "the patient's outcome improved". This was a stat medication with a total bag concentration was 250ml d10w. It was programmed manually using guardrails drug library. There were no other infusions running at time of the event.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that d10w was over infused was not able to be confirmed from the log only analysis. The requested data set was not provided by the facility and therefore, the fluid programmed from the fluid library for the suspect pump module s/n: (B)(6) could not be identified. The log analysis identified an infusion from the fluid library was started on the suspect pump module on the date (B)(6) 2024 at the time of 10:59 am. The infusion rate was set at 6.7ml/h with the volume to be infused (vtbi) set at 6.7ml for an infusion duration of one hour. The above infusion completed as programmed with no recorded malfunction events. The infusion completion time was at 11:59 am. A new vtbi (7ml) was entered, and the above fluid infusion was continued at the time of 12:00 pm. The pvi was recorded at 6.723ml when the infusion was continued. The infusion was manually turned off with a selection of the pump module channel off key at the time of 12:36 pm. The system was turned off with the channel off key. The pvi was recorded at 10.711ml. Between the time of 12:37:43 pm and 12:41:33 pm, the system was powered on with the selection of no, to new patient and the current profile was accepted. The fluid infusion was restored and started on the suspect pump module. Approximately 9 seconds after the infusion was started the pause key was selected placing the infusion in a paused state. The infusion was not continued after it was paused above and the pump module channel off key was selected at the time of 1:30 pm, shutting down the system with the total volume infused recorded at 10.728ml. Root cause: the root cause for the reported issue that d10w was over infused was not able to be identified from the log only review investigation. The requested devices and incident administration set were not provided to bd for analysis.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over fusion of d10w. The intended volume to be infused was 6.7ml/hr; however, 100mls infused over (90) ninety minutes. The infant experienced hyperglycemia with a "blood sugar of over 682". Additional medication was given to bring the blood sugar down and "the patient's outcome improved". This was a stat medication with a total bag concentration was 250ml d10w. It was programmed manually using guardrails drug library. There were no other infusions running at time of the event.